Event description:
The customer reported that erroneously low b-type natriuretic peptide (bnp) results were generated on an unicel dxc 600i synchron access clinical system for an undisclosed number of patients. Actual patient results were not provided and hence the date of occurrence is inferred. The customer provided an example of the erroneous results involved. The initial bnp result was low and did not fit the clinical picture of the patient. Repeat testing of the patient sample on the same instrument produced a higher result within the normal range of the assay that was not questioned by the customer. The erroneous bnp results were not released from the laboratory and hence there was no report or death, serious injury or modification to patient treatment associated or attributed to this event. There were no other assays affected by this event or questioned as erroneous. The samples were centrifuged at room temperature prior to testing and were processed through the instrument's closed tube aliquotter. Beckman coulter inc. Assessment of customer supplied instrument performance results indicated that quality control, calibration and instrument system check results were within the customer's established ranges during the timeframe of this event. Ultrasonic phase lock loop failure error messages were posted to the instrument event log during the timeframe of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the aspirate probe, verified instrument ultrasonics and made some adjustments to ultrasonic settings. The fse verified hardware after all repairs were complete by performing a passing system check and a passing high sensitivity system check within instrument specifications. Quality control and precision assessment results also met specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. No definitive root cause could be determined for this event.